Event description:
It was reported by the pt that she was implanted with the product in 2008 for repair of a third recurrence of a ventral hernia in the same location. Following implant, she was experiencing pain on the left side above the implant. Surgeon performed an exploratory procedure and discovered and removed a piece of balled up mesh from an earlier implant and believed this might have been the cause of the pain. Pain continued or worsened. Surgery was performed in 2009. Adhesions were noted attached to her omenum and colon causing "tenting" between the organs and were addressed during the procedure. Pain on pt's left side has been eliminated, but the pain in the center portion of the implant has worsened.

Manufacturer narrative:
Currently, it is unk whether or not the device may be causing or contributing to the pt's pain or the development of the adhesions. No product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.